Event description:
I am a pt with chronic restrictive lung disease. I have received an astral 150 ventilator system from (B)(6). My first one received had a few minor issues, the second one, however, I have had for about six weeks and the last couple of days, it has been alerting saying internal battery degraded. The company is trying to say that I in someway damaged the machine. All I have done is unplugged for the power cord and turned it on and go about my day. It now gets upset and alarms and says internal battery degraded. Astral 150 non-invasive ventilator.